Event description:
Two imeds read "communication error".the unit that was utilized on a patient to infuse platelets and functioned normally up until the point that the infusion was completed. At that point, it was alleged to lock up, and not allow staff to make any kind of programming changes. The error log was checked, and we found a check IV error. The other device was not in use. These two units were also found to have the original connectors on them that had not yet been changed out.